Manufacturer narrative:
A returned product evaluation was unable to be completed as the device was not returned and the lot was not provided. However, returned product evaluation from similar complaint descriptions confirmed a small hole was present in the proximal shaft of the sheath. This MDR is reported due to potential association with the other reported events even though no product was returned. A non-conformance was initiated to further investigate this issue.

Event description:
User noticed a hole/crack in the micro sheath just before the hub. Associated to MDR 2134812-2018-00086.